Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of backup battery faults were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made asking if exchanging the controller resolved the alarms and if the controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ states how to replace the system controller backup battery. Heartmate ii instructions for use, rev. C, section 5 entitled ¿surgical procedures¿ states how to install the backup battery into the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 03nov2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup controller's emergency backup battery (ebb) was due for replacement. Once a new battery was inserted, the controller showed the ebb was expired and needed replacing. Another ebb was tried and the controller continued to show that a new ebb was needed. Multiple ebb's were tried in this controller and it continued to show that the battery was expiring/needed to be replaced. The backup controller was from the original implant date so a new controller was given to replace this controller.